Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This event is considered as misuse since end user possibly described a prolapsed hanged down stoma and as a result he developed a nodule on his stoma. Clarification was requested for the event first noted approximately three to four years ago. But, no reply was received. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is being submitted for an unknown number of affected wafers from an unknown number of boxes. The customer reported that the flange rubbed and bumped his stoma since his stoma hangs down, and as a result he developed a nodule on his stoma. He further mentioned that after about four to six months, he then saw his physician who burned off the nodule. The customer reported first noting this approximately three to four years ago. His usual wear time was four to seven days. He confirmed his stoma measures twenty eight mm. A photograph depicting the issue was received from the complainant.